Event description:
It was reported by service report that the left siderail would not lock in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail assist cable.